Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with case near lcd window corners, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and stained address serial number label.

Event description:
It was reported that the insulin pump had cracks around the display window and broken clip. No further information provided.